Event description:
Related manufacturer reference number:2017865-2022-20126, related manufacturer reference number:2017865-2022-20127. It was reported that the right ventricular lead exhibited noise and high impedance. It was discovered that the lead dislodged. It was also noted that the left ventricular lead exhibited high capture thresholds and the implantable cardioverter defibrillator had migrated due to twiddlers. The lv lead and device were left as chronic products and the rv lead was explanted and replaced. The patient was in stable condition.